Manufacturer narrative:
Additional information has been requested and is currently not available. No trend analysis could be performed as no item number is available. An e-mail requesting missing device data information was sent to the complainant. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection-and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported that a patient was revised on (B)(6) 2017 for a poly swap and that the allofit cup was also revised on that date, for unknown reasons. No damage was noted on the allofit cup. Review of received data - there are 3 x-rays available in the warsaw split case (cmp(B)(4)). A hip endoprosthesis can be seen on the pictures. The cup looks like an allofit cup. No further specific information was received. Devices analysis no product was returned to zimmer biomet for in-depth analysis, product location is unknown. Conclusion summary it was reported that a patient was revised on (B)(6) 2017 for a poly swap and that the allofit cup was also revised on that date, for unknown reasons. No damage was noted on the allofit cup. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that a patient was revised on (B)(6) 2017 for a poly swap and that the allofit cup was also revised, due to unknown reasons.